Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated with the needle mechanism not deployed. The downloaded data returned timeouts and a drive stall. This drive stall occurred at the beginning of the pod's run, resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence. No defects or deficiencies were found with the drive mechanism components that would contribute to the timeouts and drive stall occurring. The cause of the drive stall could not be determined.